Event description:
Pt with symptomatic aortic valve stenosis had aortic valve replacement surgery. Iniital post-op course unremarkable. Approx 6-9 weeks post-op developed intermittent fever. Extensive eval by personal md did not identify cause. Readmitted to hospital for further eval by cardiac surgeon. Echocardiogram revealed suspect "vegetation" on the prosthetic valve. Subsequent surgical removal of valve five days later. Blood cultures obtained.